Event description:
It was reported that during an implant procedure, this system with implantable pacemaker, right atrial (ra) and right ventricular (rv) lead exhibited high out of range (oor) pacing impedance, noise, oversensing, undersensing, connection issues and pacing inhibition, upon connecting both leads to the device. Physician disconnected the leads from the header, checked the connection and reinserted the pins appropriately and tested through the device with same observation noted. Impedance values were noted to be normal within range when both leads were tested with pacing system analyzer (psa). Eventually, it was decided that the header was faulty, and the device was replaced. This ra lead remains in service and no additional adverse patient effects were reported.